Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and high thresholds. The right atrial (ra) lead exhibited undersensing and oversensing during atrial arrhythmias. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.